Event description:
Based on add'l info received on (B)(6) 2015, this case initially considered as non-serious was upgraded to serious as seriousness criteria (required intervention) for the events of "left knee started to hurt" and "left knee started to swell" was added. This clinically sponsored solicited device case from (B)(6) was received on (B)(6) 2015 from the pt via a pt support program (movimento articulacao). This case involves a (B)(6) female pt whose knee started to swell and hurt after receiving treatment with synvisc injection which worsened her problem and was not good (subtherapeutic response). No past drugs, medical history, concurrent conditions or concomitant medications were reported. On an unk date in (B)(6) 2015, (20 days prior to the date of this report), the pt started treatment with intra-articular synvisc injection (dose, frequency, batch/lot number, expiry date and indication for use: not provided) in the left knee. It was reported that since the application was performed, the pt's knee started to swell and hurt. Further, it was reported that the treatment with the product synvisc was not good (subtherapeutic response) and it only worsened her problem. On an unspecified date in 2015, the pt recovered from left knee pain and swelling. Action taken: unk. Corrective treatment: unspecified injectable corticoids and physiotherapy for the events of left knee started to swell and hurt. Outcome: unk for the event of worsened her problem; recovered for the events of left knee started to hurt and left knee started to swell. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided, therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification results was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for the events of left knee started to hurt and left knee started to swell. Reporter causality assessment: associated for worsened her problem and not reported for reset of the events. Company causality: associated for all the events. No further info was expected for this case. Since the pt did not have the physician's contact data to provide. Therefore, this case was lost to f/u. Add'l info was received on (B)(6) 2015. Global ptc number and results were added. Text was amended accordingly. Add'l info was received on (B)(4) 2015. This case initially considered as non-serious and upgraded to serious as seriousness criteria (required intervention) for the events of "left knee started to hurt" and "left knee started to swell" was added. The corrective treatment for the events of left knee started to swell and left knee started to hurt was added and its outcome was also updated from unk to recovered. Text was amended accordingly.